Event description:
It was reported that during a peripheral treatment procedure, a guide wire fracture occurred, resulting in the need for surgical intervention. The lesion being treated was calcified and located in a tortuous upper arm vessel close to the elbow within an atypical ulnar artery (an isolated offspring from the brachial artery). The physician used a 5f introducer sheath. The platinum plus guide wire was not introduced through a metal introducer needle. No resistance was met during insertion of the guide wire. A length of about 7 cm of the platinum plus guide wire was fractured "during activation of a ptd device." The physician was unsuccessful in removing the fractured portion of the guide wire with a gooseneck snare, and the patient required an unspecified surgical intervention. Patient status is listed as "okay." Additional information has been requested regarding this event.